Event description:
According to the reporter: the ta stapler was placed across the lobar artery-the physician assistant fired the stapler and when it was released from the device the staple cartridge was stuck to the artery. A pair of forceps was used to remove the device. Small-bleeding (20cc) was noticed and the tissue was repaired with a 4.0 prolene suture. No other detail was reported. The instrument will be sent for examination by manufacturer.